Event description:
It was reported that, during an in-clinic follow-up, the device was found to be in backup vvi mode. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.